Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. Revision due to instability due to ligament laxity.

Manufacturer narrative:
In review of the literature, the comprehensive knee systems are contraindicated in the following situations: patients whose weight, age, or activity level might cause extreme loads and early failure of the system. There are also risks that may lead to second surgical interventions or revisions. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient revision of the knee joint devices is most likely due to the patient's underlying conditions to include obesity and muscle tendon laxity. This device is used for treatment, not diagnosis.

Event description:
It was reported that a 200+ lb patient experienced a revision surgery of knee devices due to instability which is related to the patient condition of ligament laxity. The patient also had discomfort from a worn patella. The polyethylene was upsized from a size 2 13mm to a size 2 18mm and the same size patella was implanted. It is noted that the patient was stable on departure from the or. There is no indication or complaint that the device malfunctioned. No additional information has been provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00529.